Event description:
A pt reported experiencing inaccurate low results with an ot basic enhanced meter. The pt's blood glucose results were 88 mg/dl (meter) versus 148 mg/dl (lab). Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.